Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead dislodged within the first 24 hours of placement. A revision procedure was performed and the lead was explanted. No adverse patient effects were reported during the procedure.